Event description:
Used medtronic quick set paradigm ref mmt-339 lot 5068451. Bent insertion needle and malfunction. Pump was not able to deliver insulin neither basal nor bolus was delivered. Pump alarm said non delivery. My sugars were 243. Had to replace the quick set.